Manufacturer narrative:
A review of complaint data for the alinity s hbsag assay, list number (ln) 6p02-60, lot 42375fn00, was performed and identified normal complaint activity for the complaint issue. A review of ticket trending was performed and did not identify any trends. A review of labeling was also performed and concluded that the issue is sufficiently addressed. The performance of the alinity s hbsag reagent lot 42375fn00 was investigated by completing a review in the CAPA system for non-conformances, potential non-conformances and deviations related to the lot; there were no events or issues found that may have impacted the performance of the lot number in relation to the complaint issue. A cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed and determined the adverse event was related to correct use, and concluded risk management file (rmf) is adequate and sufficiently addresses the issue under review. A technical review of field data for alinity s hbsag was also performed. The review consisted of looking at the overall reactive rates of ln 6p02-60, lot 42375fn00 across lifenet health, applicable peer sites and across all us customer sites. It was noted that across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 42375fn00 is within product requirements, within package insert requirements and comparable to other lots analyzed in the comparison. The specificity performance of lot 42375fn00 is within the package insert representative data confidence interval of 93.51 ¿ 100 at lifenet health peer sites. The specificity at lifenet health was below this confidence interval.. Lot 42375fn00: irr: 10.828 %, rrr: 10.191 %, specificity: 89.809 %. Peer sites: irr: 1.228 %, rrr: 1.053 %, specificity: 98.947 %. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications at the customer site due to the specificity performance of lot 42375fn00 being outside of the package insert representative data confidence interval. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
Correction to h6 investigation conclusion code corrected to d16 conclusion not yet available.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeatedly reactive alinitiy s hbsag results for a cadaveric donor serum sample that was nat negative. The following data was provided (units of measure is s/co): on (B)(6) 2023 sid (B)(6) hbsag initial result = 2.6 repeat results = 2.61 and 2.70 the tissue was discarded. No additional impact to patient management was reported.